Event description:
In 2001, a bifurcated surgical graft was implanted to repair an infrarenal abdominal aortic aneurysm. The patient developed bilateral iliac pseudoaneurysms. In 2007, two gore excluder aaa endoprosthesis contralateral leg components were implanted to repair the pseudoaneurysms. A follow-up computed tomography scan revealed a type I endoleak. Two months later, another gore excluder aaa endoprosthesis contralateral leg component was implanted and the type I endoleak was successfully repaired.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: in 2007, two gore excluder aaa endoprosthesis contralateral leg components were implanted (lot#04823662/ lot#04823667. Two months later, one gore excluder aaa endoprosthesis contralateral leg component was implanted lot#04941806.